Manufacturer narrative:
Additional information was received that the reason for explant was that the patients system was non-functional. The physician felt there was device malfunction.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.